Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking from the reservoirs during filling. The customer stated that he experienced low blood glucose when he was using these reservoirs. No further info was provided.